Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. Lot number was reported as 32566533, however, the lot number is not valid.

Event description:
It was reported that during patient use of the kids kit closed blood sampling system, the nurse noted a leak in a section of tubing. According to the report, the leaking section was the coiled part of the tubing which was held together by white tape. The leaking was observed around the white tape. No patient injury was reported.